Manufacturer narrative:
There was no visual inspection of the lens as the lens remains implanted in the eye. The reported complaint can¿t be confirmed. A manufacturing record review (mrr) was performed and the lens was manufactured within specifications. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Date of event: unknown. Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient whom has had two (2) abbott medical optics intraocular lenses implanted contacted amo. It was learned that the patient is inquiring if changing lens(es) will help his vision, as it is affecting his lifestyle. He is a golf player and when the ball goes up in the sky, there is a moment when he can no longer see the ball. Patient is an avid golf player and is simply not satisfied. Patient is working closely with his eye doctor and started using drops, alphegam po 1%. It was indicated that the patient was inquiring about the new lenses, and what the difference is in comparison to the lenses he already has implanted. What he is interested in is the extended version lenses of the tecnis multifocal family. This was suggested to him by his doctor. He stated he's working with his eye doctor who is definitely trying to assist him. The reason for prescribing the eye drops was not provided. The onset of the patient's symptoms was not provided. No further information was provided. Patient has two lenses implanted, this report represent the lens implanted in the patient's left eye. A second MDR is being filed for the lens implanted in the patient's right eye.